Event description:
During follow-up, post paced t-wave oversensing was noted after biventricular stimulation. Reprogramming was suggested and device reprogramming was performed. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, post paced t-wave oversensing was noted after biventricular stimulation. Device reprogramming is anticipated and will be performed at the patients next follow-up. The patient was in stable condition.